Event description:
It was reported that stimulator was explanted for possible premature battery life or performance issue. The patient was noted alive and recovered without sequela as date of report. It was later reported that the representative was aware of the explant and he believe the hospital was going to send back the device for further analysis. The representative do not have any print outs or further information in regards to this. Additional information received reports that the representative could not remember when he was notified of the possible premature depletion or performance issue. He stated he was not made aware of the explant. Additional information received reports the representative clarified that he was made aware of the explant on (B)(6) 2013; however, he was only made aware of the removal. The representative stated he was not made aware of any device malfunction or premature battery depletion. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4). Clarification of ¿not in new condition¿. The stimulator showed good output and normal device functionality. The device was tested at new condition limits and was slightly under the new condition lower limit. The device still functioned normally and the battery was still good, it was just no in new condition.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v558148, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of stimulator serial number (B)(4) revealed no significant anomaly found. It was noted that the battery was not in new condition.

Manufacturer narrative:
Corrected/updated to adverse event and product problem.